Event description:
A depuy mitek sales rep is reporting when the surgeon was inserting the anchor, the inserter broke. A small metal piece fell into the joint space and was retrieved by the surgeon. There were no patient consequences.

Manufacturer narrative:
To date the product complaint device has not been returned to mitek for evaluation. From an engineering perspective, damage to the inserter, "tip breakage" or "shaft bending", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. If and when the complaint device is returned, it will be evaluated in an effort to obtain a root cause analysis. If the analysis identifies any other definitive root cause a follow-up report will be filed. Outside of this, no further actions are warranted at this time. Mitek will continue to track any related complaints within this device family.